Event description:
The patient had chronic kidney disease and paroxysmal atrial fibrillation prior to device implant. Death was not considered device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Furthermore, a specific cause for the reported infection could not be determined. It was communicated that the device will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists bleeding, infection, sepsis, right heart failure, other neurological event (not stroke-related), and death as adverse events that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The heartmate 3 lvas patient handbook, rev. D, also contains information about caring for the driveline and preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had end stage renal failure on (B)(6) 2024 with recurrent ascites. The patient had toxic metabolic encephalopathy and generalized seizure confirmed by electroencephalogram. A head computed tomography (CT) was performed on admission; no acute changes were found. The patient was intubated for airway protection on (B)(6) 2024. A wound culture was performed on (B)(6) 2024 which was positive for klebsiella pneumonia with extended-spectrum beta-lactamases (esbl) and enterococcus faecalis. A blood culture performed on (B)(6) 2024 was positive for staphylococcus epidermidis bacteremia leading to sepsis. The patient was placed on broad-spectrum antibiotics for empiric coverage daptomycin, zerbaxa (ceftolozane/tazobactam) per the infectious disease (ID) department. A repeat head CT scan on (B)(6) 2024 revealed no intracranial hemorrhage or acute infarction. An old left frontal chronic cortical infarct was found. The patient continued taking keppra (levetiracetam) and life-long depakote (divalproex sodium). They were taken on sedation and exubated on (B)(6) 2024. An abdominal and pelvic CT was performed on (B)(6) 2024. No portal venous air was found, and there was no evidence of bowel ischemia. Flagyl (metronidazole) was discontinued by ID. The patient had an echocardiogram performed that revealed a very slight separation of the aortic valve cusps every beat and moderate to severe eccentric aortic insufficiency. The patient had severe mitral regurgitation, despite prior transcatheter edge-to-edge repair and 2 mitral clips. The patient had chronic thrombocytopenia. The patient had hypotension for which they received 5mg midodrine three times daily. The patient had a history of paroxysmal atrial fibrillation requiring 100 mg of amiodarone daily. The patient had acute bleeding from the patient's old permcath site on (B)(6) 2024 which may have contributed to hemoglobin/hematocrit dropping to 6/20. The patient received 1 unit of packed red blood cells. Repeated hematocrit/ hemoglobin levels were tested after hemodialysis on (B)(6) 2024. On (B)(6) 2024, bleeding returned and the patient received 2 units of packed red blood cells. The patient requested their dialysis to stop and their left ventricular assist device to be turned off. The patient passed away on (B)(6) 2024. Related MFR# 2916596-2024-02037 captured the onset of the chronic driveline infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to withdrawal of support.